Manufacturer narrative:
The reported complaint of leak was confirmed, but the exact cause is unk. Multiple circumferential splits were found in the arterial extension leg approximately 0.8" proximal to the bifurcation. One of the splits exposed the inner lumen of the extension leg and allowed fluid to leak. The other splits were superficial and found on the external surface of the extension leg, which indicates that the tubing was damaged from an outside source. The clamp on the arterial extension leg was microscopically examined and no sharp edges or burrs were found. No defects related to the mfg process were found. A chr of lot#reud0572 showed no other similar product compliant(s) from this lot number.

Event description:
External leak where the clamp and catheter meet.